Manufacturer narrative:
Date sent 08/21/2007. Information not available, device not returned for analysis.

Event description:
It was reported that during a wedge resection procedure, the surgeon went to place the device in the pt for the 2nd firing, the cartridge, which looked to be in place at the distal tip of the jaws, was dislodged at the proximal end of the jaws. A new like device was used to complete the procedure. No pt consequence reported.